Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging an unusual issue with their onetouch verio iq ac adapter. It needed to be plugged in to a car or computer to work. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.